Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient was placed onto impella support for coronary artery bypass graft. While on support, patient went into atrial fibrillation with rapid ventricular response. Amio bolus given and intravenous drip started.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. Paroxysmal atrial fibrillation: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.